Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imagining was difficult. One clip was successfully implanted. To further reduced tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda and to further reduce tr, two additional clips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to lot of shadow cones and tenting of the septal valve. The reported slda was due to the poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip and further reduce tricuspid regurgitation (tr). There is no indication of a product issue with respect to manufacture, design or labeling.